Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization in (B)(6) 2017, endometriosis, dyspareunia, adenomyosis uteri and uterine leiomyoma. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (inter-ovary total hysterectomy robot assisted via laparoscopy). Essure was removed on 5-dec-2018. At the time of the report, the pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter provided no causality assessment for dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: essure is available, batch number was unknown. The hysterectomy was performed because of endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization in 2017, endometriosis, dyspareunia, adenomyosis uteri and uterine leiomyoma. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (inter-ovary total hysterectomy robot assisted via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter provided no causality assessment for dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: essure is available, batch number was unknown. The hysterectomy was performed because of endometriosis. Most recent follow-up information incorporated above includes: on 10-apr-2019: device removal questionnaire received: essure was removed with inter-ovary total hysterectomy robot assisted via laparoscopy for medical reasons. The hysterectomy was performed because of endometriosis. Medical history was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization in 2017, endometriosis, dyspareunia, adenomyosis uteri and uterine leiomyoma. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (inter-ovary total hysterectomy robot assisted via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter provided no causality assessment for dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: essure is available, batch number was unknown. The hysterectomy was performed because of endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: update of causality comment to correctly reflect available information. No new follow-up information was received from the reporter. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (total inter ovarian hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and endometriosis outcome was unknown. The reporter provided no causality assessment for dyspareunia, endometriosis and pelvic pain with essure. The reporter commented: essure is available, batch number was unknown. The essure sample is available in this case and retrieval will be initiated. Once retrieved, a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.